Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the hook of the permanent cautery hook is broken off at the tip. The procedure was completed with no patient harm, adverse outcome, or injury and no delays. Intuitive surgical, inc. (Isi) contacted the site/reporter and obtained the following additional information regarding this event: the patient was not harmed or anything similar.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken hook, the broken part is missing. No electrical tests performed. The complaint regarding the hook is broken off at the tip, was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.